Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the evaluation. Failure analysis found the primary failure of instrument bipolar yaw pulley and thermal damage to be related to the customer's reported complaint. The instrument was found to have localized melting at the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test and delivered energy when driven on an in-house system. The root cause of instrument failure is attributed to mishandling or misuse. A review of the device logs for the fenestrated bipolar forceps (471205-17/lot/k10211215-0008) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for is not applicable. Field is blank because the product is not implantable. Information for the blank fields in is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during central processing, an unknown issue was identified, and the customer was instructed to return the fenestrated bipolar forceps. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.